Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was being used in an off-label biventricular configuration. The patient presented with shortness of breath and complaints of not feeling well. The physician suspected a loss of capture may be causing the patient's problems. Daily measurements for the right ventricular (rv) lead impedance displayed a <200 ohm measurement. It was further reported that the weekly average rv impdance was within a normal range. Thresholds are consistent with previous thresholds and the right ventricular (rv) impedance was stable.